Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the attune revision insert trial handle was bent when surgeon tried to use it to force in trial insert. No pieces were broken off and there was no delay to the surgery. Insert trial was damaged as well and needs replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination. Therefore the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
No additional information is available. Items are not available for return. 1. Alert date? (B)(6) 2021. 2. Product available for return or not? Unavailable. 3. Please verify what do you mean by the insert trial damaged? Was it broken, bent, stripped or cracked? The holes where the inserter handle attaches were damaged, bent, deformed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.